Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the distal end of the glass fiber is fractured; the total length of the fiber is 11 feet 2.5 inches, connector included in over-all length; the blue outer sheath at distal end of the fiber exhibits burn marks within and signs of stretching; the fiber was tested with hene laser fixture, aim beam is visible at the tip. Probable root cause: based on the device analysis, the probable root cause of the failure is undetermined.

Event description:
It was reported that during a procedure the physician broke 4 sureflex fibers during 1 laser lithotripsy case. "Advised they experienced breakages of fibers in the same patient earlier this year." "Cording to nursing staff this lady has recurrent stones in her lower pole and seems extremely hard." "The patient reported had successful laser stone surgery." There was "no adverse outcome" reported.